Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. On an unspecified date and time, the device was programmed to deliver fentanyl 10 mcg/ml, in the bolus only mode, no loading dose, a 5 minute bolus lockout, no dose limit, a container size of 1000 mcg in 100 ml and the delivery was started. No further programming parameters were provided. On (B)(6) 2011, at 2340, the nurse reported the device alarmed "empty." At that time, the nurse reported an unspecified volume remained in the container. It was reported that the pump was "recording bolus doses and accumulative total increasing but bag found not empty when alarmed as empty." The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact indicated that during the night, patient reported increased pain and was treated with oxycontin 10 mg po. There was no reported adverse patient effects or delay in therapy critical for this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received (B)(4) 2011. The device passed testing by delivering a dose when the button on the bolus cord was pressed. Testing was conducted using a test bolus cord. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.